Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the hospital with a portion of one of their implanted leads exposed. The system was checked and confirmed functioning normally. The patient was hospitalized and a revision procedure performed wherein this system was explanted. No additional adverse patient effects were reported.